Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection confirmed the head of the screw had been stripped. Damage to the head of the screw could occur if the screw was not fully engaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a titanium screw used for cranial repair. It was reported that when the doctor was using the screw to fix the titanium mesh, the screw cap slipped and was damaged. It was replaced with a new screw to fix the titanium mesh, and the surgery was completed. There was a procedure delay of 3 minutes. The patient's status at the time of the report was alive- no injury. The patient's medical history was skull defect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.